Manufacturer narrative:
Due to character restrictions in block event site name : (B)(6) hospital affiliated to (B)(6) university of science and technology school of medicine due to character restrictions in block address : no. (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection, the cs300 intra-aortic balloon pump (iabp) battery life is very short and can not support the transfer work. There was no personal injury caused.

Manufacturer narrative:
Corrected fields: d4. Updated fields: b4, d9, g3, g6, h2, h3, h6( health effect - clinical, type of investigation, investigation findings, investigation conclusions),h11. After inspection getinge field service engineer (fse) confirmed that the safety disk currently used has been in use for almost 4 years. Fse thinks the problem is due to natural wear and tear, and the safety disk failed the test. In addition, the battery of the machine has not been replaced for longer. Customer has determined not to repair device it in the short term. Device is non-functional. The current status of the equipment is out of service. If additional information is received regarding repair of the device a supplemental report will be submitted.

Event description:
N/a.